Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported patient suddenly couldn¿t urinate easily anymore and had a loss of therapy; stating that they thought it quit working starting the day of the report. Patient mentioned they tried checking the other day and couldn't get a response from their controller and described getting poor communication. There were no falls or trauma. Patient was given assistance on checking their patient programmer with the antenna and they still reported getting the poor communication screen. Patient advised to follow up with healthcare professional. No further complications were reported.